Manufacturer narrative:
Patient ethnicity is unknown. It is unknown when device broke. Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2018, the patient underwent removal of a broken variable angle locking compression plate (va-lcp) anterolateral distal tibia and revision for a malunion. The surgeon removed: one (1) variable angle-locking compression plate (va-lcp) anterolateral distal tibia; one (1) locking compression plate (lcp) titanium plate; three (3) unknown 3.5mm cortex screws; six (6) unknown 2.7mm variable angle (va) locking screws; four (4) unknown 2.7mm cortex screws; two (2) unknown 1.5mm cortex screws. The hardware was originally implanted on (B)(6) 2018. The fractures were realigned and fixed with unknown plated screws. The procedure was successfully completed with no surgical delay. Current patient status is unknown. Concomitant device reported: lcp titanium plate ( part: 249.682, lot: lot unknown, quantity: 1); 3.5mm cortex screws (part: unknown, lot: unknown, quantity: 3); 2.7mm va locking screws (part: unknown, lot: unknown, quantity: 6); 2.7mm cortex screws (part: unknown, lot: unknown, quantity: 4); 1.5mm cortex screws (part: unknown, lot: unknown, quantity: 2) . This report is for a 2.7/3.5mm va-lcp anterolateral distal tibia plate 6 holes/left. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 02.118.204, lot number: h528529: part mfg date: 29-dec-2017, part exp. Date: n/a, manufacturing location: elmira, new york: DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7/3.5mm va-lcp anterolateral distal tibia pl/6 holes/right plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.